Manufacturer narrative:
The customer's complaint of a leak at the connection could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a chemotherapy drug leaked between the maxzero and the texium tubing set during patient use. There was no report of patient harm.